Event description:
It was reported that this artificial urinary sphincter (aus) stopped working after 15 years of implant. It was noted that when the pump was squeezed it remained depressed and the patient experienced recurring incontinence as a result. The device remains implanted at this time. No further information has been provided to date.